Event description:
Pt implanated in 1998 in the upper vermilion border and nasolabial folds. Onset of extrusion and visible implant in nasolabial and perioral, date unk. Implant revised 3/3/1999 and explanted 1999.